Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to determine that the battery was the root cause. The device passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device made a sound, but the screen did not turn on. The event occurred during patient use at the facility. There was patient involvement and no patient harmed reported.